Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 365 mg/dl approximately two hours after changing infusion supplies, with no device alerts or alarms and insulin delivery resuming after the user replaced the infusion site. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no backup therapy. Investigation included remote troubleshooting that confirmed tubing primed with visible drops, guidance to replace the infusion site, and education on potential absorption issues such as scar tissue. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with a potential contribution from site-related absorption issues despite proper loading steps and no visible supply defects. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.